Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (contamination) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to corrosion inside of the monitor. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.